Event description:
Clinical report states patient possible metal ion toxicity. (Right hip). (B)(6) 2012 - clinical report received. Clinical report states a revision due to ion toxicity and fatigue.

Event description:
Clinical report states patient possible metal ion toxicity. Doi: (B)(6) 2005. Dor: not revised (right hip). Update: (B)(4) 2012 - clinical report received. Clinical report states a revision due to ion toxicity and fatigue. The head and liner were added to the product pages. Dor: 10/01/2012 (right hip) update: (B)(4) 2012 - complaint has been reopened because report received from sales rep states that patient was revised on (B)(4) 2012 to address mechanical malfunction, massive metallosis and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2012 - clinical report received. Clinical report states a revision due to ion toxicity and fatigue. The head and liner were added to the product pages. Dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** (B)(6) 2012 - complaint has been reopened because report received from sales rep states that patient was revised on (B)(6) 2012 to address mechanical malfunction, massive metallosis and elevated metal ion levels. Based on the now received report from the depuy sales representative follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update**(B)(6) 2013 - medical records received. No new information received that would change the existing MDR decision. **update** (B)(6) 2013 - x-rays were received. The complaint was re-opened. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.